Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. A non bsc 6f sheath was inserted from the elbow vein and a non bsc guidewire was passed through. Then, a 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.